Manufacturer narrative:
The reported clip opening during efaa and clip opening while locked could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, causes for the reported clip opening during efaa and clip opening while locked could not be determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip opening while establishing final arm angle and while locked. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the mitral valve had a bi-leaflet prolapse. An xtw was inserted and placed at a2p2. The clip was attempted to be deployed and passed the first final arm angle (faa). The lock line was removed and the second faa was performed. However, the clip opened to roughly 15 degrees. The clip was closed and a third faa was performed. The clip remained closed; therefore, the deployment sequence was continued. While retracting the delivery catheter (dc) handle, it was observed the clip opened to roughly 40 degrees. To stabilize the clip, a second clip was deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.